Manufacturer narrative:
Additional information: d3 (MFR name and address), g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the three retainers could be observed in the image provided. Two needles with sutures attached could be observed to be parked in two retainers. The loop end of the sutures were observed to be open. The loop end of the sutures could not be evaluated for proper welding. It was reported that the device loop snapped. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a laparoscopic gastric bypass, while the surgeon was using the non-absorbable suture to suture the defect, when the suture was sinched through the loop, the loop snapped. The issue happened five times. The surgical time extended 30 minutes or more. Since the loop of the suture kept snapping, the surgeon had to wait for a new suture to be loaded onto the handle. To resolve the issue, a new suture was used, and sutures from a different box with the same lot number were tried. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: vlocn206l, vlocn206l v-loc estch 2-0 nonabs 15cm lp (lot# n4k1684y); vlocn206l, vlocn206l v-loc estch 2-0 nonabs 15cm lp (lot# n4k1684y); vlocn206l, vlocn206l v-loc estch 2-0 nonabs 15cm lp (lot# n4k1684y); vlocn206l, vlocn206l v-loc estch 2-0 nonabs 15cm lp (lot# n4k1684y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.